Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while sleeping, her infusion set's tubing detached, where it connected to the quick release, as she rolled over on her bed. The patient experienced high blood glucose level, which was treated by using a pump and replacing the set. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.